Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-apr-2026, arthrex received an anonymous FDA medwatch notification reporting an event that occurred on (B)(6) 2026 during a right shoulder labrum repair procedure. According to the report, the ar-8400td torpedo shaver (4.0 mm x 13 cm) disintegrated at the shaver tip while in use. The remaining portion of the shaver was removed from the surgical site. Suction was reportedly active at the time of the event, and metallic fragments were reportedly aspirated through the suction. Post-procedure diagnostic arthroscopy, x-ray, and CT imaging reportedly showed no evidence of retained metallic fragments.